Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced pegj dislocation. On (B)(6) 2023, the patient had an appointment with the physician during which the pegj tubing was removed. It was reported that the physician did not put a replacement pegj tubing back in due to the patient requiring time to heal from the internal bumper becoming attached to the gastric wall. After a query attempt, buried bumper syndrome was confirmed by the physician. On (B)(6) 2023, the patient underwent pegj tubing placement. It was reported that the patient will wait 2 weeks before resuming duodopa treatment.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.